Event description:
It was reported that during a procedure to treat a lesion in the proximal left anterior descending artery with heavy calcification, a 3.0x12 mm nc trek rx dilatation catheter was advanced but could not cross the lesion due to the patient anatomy. The 3.0x12 mm nc trek dilatation catheter was withdrawn from the patient anatomy and a 2.0 mm and 2.5 mm dilatation catheter were used for dilatation. The 3.0x12 mm nc trek rx dilatation catheter was re-advanced and additional dilatation was successfully performed without any issues. The dilatation catheter was simply withdrawn from the patient anatomy and a stent was implanted at the target lesion. Reportedly, the 3.0x12 nc trek was going to be used for post dilatation; however, it was noted that the plastic tubing (strain relief tubing) that is normally connected to the hub was separated and free floating on the proximal shaft of the catheter. Another dilatation catheter was successfully used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.